Manufacturer narrative:
The unit had a motor error alarm during the basic occlusion test due to a loose and protruded drive support disk. The motor passed the motor test. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a motor error alarm. The customer stated the device had been dropped once a few years ago. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.